Event description:
A film review from a consulting physician found that the pre-treatment cta showed a .3cm long neck, normal caliber throughout at 24mm; a 5.6cm aaa with moderate thrombus; iliacs normal caliber at 10-13mm; and an access amenable to repair. The treatment angiography showed e2s deployment 1° right; moderate cross-limb deployment; ipsilateral limb terminates at the level of the aortic bifurcation; gate cannulated and good overlap of contralateral limb; final angiogram identifies type ii / type IV blush (right ilieo-lumbar and transgraft) on right side; bilateral graft relign with limbs. Follow up images found good seal proximal and distally; no apparent endoleak; max overlap in all junctions; no increase in aaa size. The consulting physician¿s impression was that there was a type IV endoleak,and type ii as well.

Event description:
Additional information received reported that the physician was worried that the hole was preexisting. It was noted that the physician may consider it a type IV even if he considers it too pulsatile. It was further reported that a follow up scan showed no new endoleak, but did show haematerosa in the right inguinal and a gas inclusion in the aneurysm sac, which the health care provider thought was probably post-interventional genesis. Review of cta¿s from 6-days post-implant revealed that the bifurcate was positioned just below the lowest right renal artery. The proximal stent graft od measured 21mm, and approximately 3cm distally between covered stent rings 3 and 4, the stent graft narrowed down to 18mm within a lt-rt angulated portion of the proximal neck prior to going into the aaa sac. The max aaa diameter measured 5.8cm; no endoleak was seen. The ipsi limb was positioned within the left common iliac and the contra limb was positioned within the right common iliac artery. Both limbs were patent. Additional film review categorized these as type IV leaks, but that is based primarily on the fact that they occurred during the implant procedure rather than a chronic compliant. Realistically, these leaks could be type ii, iii, or IV.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the procedure went very well; however the final angiogram showed 2 huge endoleaks. The surgeon and the radiologist defined them as a type iii endoleaks. They both thought that it was not a connection leak but two fabric leaks. One endoleak was in the bifurcated main body and the other in the ipsilateral limb. They discussed how to treat the leaks and they decided to treat the leak in the ipsilateral limb with an overlapping extension and the leak in the main body also with a limb up to the level of the bifurcation. The physician stated the event was related to the device. It was also noted that there was no problem inserting the delivery systems and no pressure was needed for applying the main body. There was exact fixation and alignment at the level of the lowest renal artery. Also the delivery of the ipsilateral and the contralateral limb, as well as the insertion of the delivery system and the application of the grafts all went very easy. There was no pressure or damage to the prosthesis from the introducer sheath. The overlapping was also correct on both side with 3cm and they did the usual correct ballooning with the reliant balloon. The event reportedly had been resolved. Additional information received reported that the physician s stated that the cause of the en doleaks looked to be somehow like a fabric issue in the graft material. It was also noted that during the catheterization of the contralateral gate, the wire was accidentally introduced into the ipsilateral gate instead of the contralateral gate. It was decided that a twist did not represent a technical problem, and the contralateral body was therefore introduced from the left and an etlw1613c93 was placed as calculated. No clinical sequelae were reported and the patient is fine. Review of angio images at implant revealed that the proximal neck flow lumen diameter (2d; l-r) was approximately 21mm just below the lowest right renal artery, and 1 cm lower flared out to 23mm. 3cm below the renals the neck was angulated 50deg to the right. The max aaa flow lumen diameter measured 4.5cm l-r. The main device was brought up the right side and deployed just below the level of the lowest right renal; the distal end of the ipsi limb was in the distal aaa sac. From the left side, an extension was placed within the ipsilateral limb (not through the gate) just distal to the flow divider, and extended the ipsi limb into the left common iliac. The bifurcate gate was then cannulated from the right side and deployed with approximately 2.5cm of gate overlap, and the contra limb extended distally into the right common iliac artery. The aortic body and both limb were ballooned. Angio showed contrast filling the sac; the precise origin of the contrast could not be determined from this 2-d film. Contrast was seen within the proximal sac coming primarily from just above the flow divider and the angulated portion of the proximal neck, as well as in the distal sac approximately 1cm below the level of the gate coming from one or possibly both limbs. The contra limb and gate was then relined from approximately 1cm below the flow divider extending to the distal margin of the contra limb. After ballooning, the contrast seen within the distal sac appeared to have resolved; however, the contrast within the upper sac remained. From the left side the distal aortic body and ipsi limbs were relined from just above the flow divider (approximately 2cm above the proximal margin of the ipsi extension) extending across the proximal portion of the ipsi limbs. Final angio showed that the endoleaks appeared to have resolved. The cause and source of the endoleaks could not be determined from the films provided. It is possible that this may have been a type iii fabric endoleak coming from both the bifurcate and contra limb, but also cannot rule out a type IV endoleak. The endoleak seen along the contra limb was less likely to be a type iii junctional at the gate, as there appeared to be proper overlap. It is unlikely that the cannulation difficulties observed (cannulating the ipsi limb instead of the contra gate) would have contributed to the endoleaks, and there were no procedural events observed during the implant that may have caused the endoleaks.